Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, following the procedure, when the physician injected the nutrient, a pinhole was present at approximately 10 centimeters from the proximal end of the tube and the nutrient leaked through it. The physician cut the tube just past the point of the pinhole and the device remains in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of pinhole in peg tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
An examination of the returned portion of tubing found it to be approximately 4.6 cm long. No other portions of the device were returned. The tubing presented 3 cuts and a magnified examination of the cut surfaces found them to present serrations as if caused by scalpel or similar instrument. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube had a hole. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, following the procedure, when the physician injected the nutrient, a pinhole was present at approximately 10 centimeters from the proximal end of the tube and the nutrient leaked through it. The physician cut the tube just past the point of the pinhole and the device remains in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.